Event description:
The report received from the user was: "does not activate when turn on." However, upon inspection of the returned product, the quality assurance department found that a ceramic piece was missing from the device.